Manufacturer narrative:
The reported event of an error message seen during threshold testing was confirmed. Based on the information provided, it was determined that the user likely saw a dialog box indicating loss of telemetry. The reported event of disabled buttons was not confirmed. It was determined that there may have been a lag that was interpreted as the screen freezing. The device was performing per design.

Event description:
It was reported that the patient presented in clinic for a follow-up. During the capture threshold testing, it was noted that the programmer delivered an error message that the test had failed. Loss of pacing support occurred and the patient experienced dizziness. It was noted the patient was pacer dependent. The testing screen could not be closed unless the test was ran again. The test was ran again successfully. There were no patient consequences.